Event description:
It was reported that the inlay optima stent broke when it was being inserted over a wire. There was no harm to the pt. Another stent was used to complete the procedure.

Manufacturer narrative:
The stent was returned with a broken shaft in two pieces. The broken area had jagged edges possibly indicating that the stent was stressed beyond it tensile capabilities. The stent was clean with no indication of use on a pt. The exact root cause of the reported event is unk. The mfg process for this product code showed that this stent is received from a supplier who provides certification that the stent has been manufactured, inspected, and accepted according to the specs provided by the MFR. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).